Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the nephrostomy drain had to be replaced approximately 11 weeks after implantation because the hub had completely detached from the catheter. There were no further injuries aside from the replacement procedure.